Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of monomorphic ventricular tachycardia (vt). Technical services was consulted and explained there is not much the health care professional (hcp) can do on the device side. As such, the patient was started on a new medication, ablation is being considered, and the s-ICD detection frequency was lowered to detect and terminate the tachyarrhythmia earlier. Besides the inappropriate shock therapy, no other adverse patient effects were reported. This s-ICD system remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of monomorphic ventricular tachycardia (vt). Technical services was consulted and explained there is not much the health care professional (hcp) can do on the device side. As such, the patient was started on a new medication, ablation is being considered, and the s-ICD detection frequency was lowered to detect and terminate the tachyarrhythmia earlier. Besides the inappropriate shock therapy, no other adverse patient effects were reported. This s-ICD system remains in service.